Event description:
It was reported that during an acl reconstruction, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade and the broken piece of the blade subject to this MDR were returned for eval. It was visually confirmed that one section of the mount of the blade was broken. The returned blade was measured where possible and all critical specifications were met. Lot number info was not provided to permit further investigation. The root cause is undetermined.